Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from meter to meter comparison of test result reported of 87 mg/dl using her truemetrix meter and test result reported of 133 mg/dl using her son's truetrack meter. The customer's expected fasting blood glucose test result range is 179 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in a cabinet in the dining area. The test strip lot manufacturer's expiration date is 03/15/2018 and open vial date at time of call is one month. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Customer states her normal fasting results are between 179 mg/dl and 200 mg/dl fasting. Customer is a new diabetic and not sure how often to test and take her insulin. Instructed customer to follow up with her doctor for clarification. Customer is storing her strips in a cabinet in the dining area.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from meter to meter comparison of test result reported of 87 mg/dl using her truemetrix meter and test result reported of 133 mg/dl using her son's truetrack meter. The customer's expected fasting blood glucose test result range is 179 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in a cabinet in the dining area. The test strip lot manufacturer's expiration date is 03/15/2018 and open vial date at time of call is one month. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Memory concerns: 87 mg/dl. Customer called with meter to meter comparison of true metrix meter and true track meter. Customer ran back to back test last night with her son's meter. Customer obtained a 87 mg/dl fasting with her true metrix meter and 133 mg/dl fasting with the true track meter on (B)(6) 2017 at 10 pm. Customer states her normal fasting results are between 179 mg/dl and 200 mg/dl fasting. Customer is a new diabetic and not sure how often to test and take her insulin. Instructed customer to follow up with her doctor for clarification. Customer is storing her strips in a cabinet in the dining area.